Manufacturer narrative:
Attempts were made to obtain additional information but further information has not been received. This device is used for therapeutic purposes. The following device lots were reported: (B)(4), lot# 0205408106, MFR 09/2011, exp 09/11/2019. (B)(4), lot# 0205608969, MFR 12/2011, exp 12/07/2019. (B)(4), lot# 0205809485, MFR 03/2012, exp 03/28/2020. (B)(4), lot# 0205993180, MFR 06/2012, exp 06/20/2020. (B)(4), lot# 0206082841, MFR 08/2012, exp 08/08/2020, ID# 1028146, lot# 0206198619, MFR 09/2012, exp 09/24/2020. (B)(4), lot# 0206776274, MFR 03/2013, exp 03/02/2021. (B)(4), lot# 0206933852, MFR 04/2013, exp 04/18/2021, (B)(4), lot# 0207425339, MFR 09/2013, exp 09/14/2021. (B)(4): no devices were returned for evaluation. Method ¿ no testing methods performed. (B)(4)

Event description:
The following information was received via letter notification from FDA regarding MDR report #(B)(4) submitted by the user facility: "physician complaint of early extrusion of sheehy 1.27 mm ear ventilation tube on several patients (8). These early extrusions occur red as early as few months after placement (per physician they should stay in 12-18 months). Date placement of initial tubes ranged from (B)(6) 2012 through (B)(6) 2013. These early extrusions required another surgical procedure to replace them for 7 patients so far. Physician can previously recall only one patient in her practice of several year who experienced that prior to these most recent 9 patients. Physician has stopped using these particular tubes until problem is identified, i.e., different manufacturing process, different site of manufacture (i.e., foreign country) etc." Information regarding each individual case was not provided; therefore, one MDR report is being submitted.